Manufacturer narrative:
Result: the threads of the hemostasis valve adapter (hva) supplied with the neuron max 088 long were damaged. There was a crack in the plastic. Conclusion: the complaint has been evaluated. The complaint indicates that during the insertion of the neuron max 088 long sheath into the femoral artery, the hub came undone. When attempting to reattach the hub, it would not stay connected. Evaluation of the return product revealed that the "hub" described in the complaint was the connection port on the hva supplied with the catheter. Investigation of the device confirmed that the threads inside the hva were cracked and damaged. Based on the visual damage noted and the description of the event, it appears that the hva was overtightened on the hub of the neuron max 088 long sheath, causing the connection port to crack and become loose. This prevented the device from connecting properly. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a medical procedure using a neuron max 6f 088. During the proceduure, the hub of the neuron max 6f 088 became undone and the physician was unable to reattach it. There was no report of an adverse effect on the patient.